Event description:
The patient was undergoing placement of ureteral stent via the kidney. The inner dilator hub of delivery system detached from the stiffener of delivery system resulting in no hub to pull inner dilator from patient. Forceps were used to retrieve the broken piece.